Event description:
Ciba vision (B)(4) received a report from the (B)(6) on (B)(6) 2011 regarding a culture performed for a pt who experienced an unspecified infectious event associated with air optix aqua contact lens use. On (B)(6) 2011, ciba vision (B)(4) received clarification from the ophthalmologist. It was indicated that the diagnosis was of a peripheral corneal ulcer, presented as a single infiltrate (2mm), and positive for an anterior chamber reaction in the pt's right eye. No fluorescein staining was observed and a culture has been performed. Permanent scarring was noted with a best corrected visual acuity of 10/10 (prior visual acuity was not reported). Treatment modality consisted of ciloxan and azytes (route and regimen was not reported). It was reported that as of (B)(6) 2011, the event has resolved. On (B)(6) 2011, the results of the culture were provided.

Manufacturer narrative:
(B)(4). A mfg investigation was performed, and found that the MFR of lot 10110335 met all specifications. (B)(4).